Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with automated peritoneal dialysis. The patient was hospitalized for the event and received unknown treatment for peritonitis. Two days after hospitalization, the patient¿s catheter was removed, and the patient was switched to hemodialysis therapy. Six days later, the patient was discharged from the hospital. The patient was reported to have recovered from the event of peritonitis. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.